Event description:
It was reported that two virage final drivers stripped during an extension surgery. There was no patient or surgical impact. Upon manufacturer investigation, it was determined that the driver tips were also fractured. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed the tips of both devices have twisted and fractured. Root cause: this event could be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.